Event description:
It was reported that this patient had been in the hospital, reason not provided. On the day of this report, the patient "came back" with spasms, itching and appeared unhappy. The physician proceeded with troubleshooting and reported, the side port was completely clean. A refill was done with normal volumes and the logs were checked with no issues noted. An ultrasound of pump was normal with no fluid around it. The catheter was aspirated and 5 cc were drawn with cerebral spinal fluid appearance and an x-ray was being considered. A therapeutic bolus of 50 micrograms (mcg) was given on (B)(6) 2013 which seemed to help. However, the patient presented with the above mentioned symptoms despite using the patient therapy manager (ptm) for additional boluses. The patient's catheter was to be primed and another 50 mcg was to be delivered. It was unknown if this could have been psychogenic or another problem as the pump looked good. This device delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the hcp stated this was one continuous catheter issue for the patient. It was noted the catheter revision resolved the issue and the patient was fine. The catheter revision was in direct response to the complaint of the patient¿s itching and spasticity. The medication in the pump was lioresal. (Refer to manufacturer report #3004209178-2013-04652 for previously reported catheter revision). It was unclear what were the catheter issues and if there was more than one catheter revision, but hcp stated this was one continous event. Additional information received reported that the patient had presented on (B)(6) 2013 with increased clonus and itchiness. The patient was given baclofen 20 three times a day and then the patient was hospitalized on (B)(6) 2013. It was noted on (B)(6) 2013 that the patient had been hospitalized for 24 hours for itching and increased spasms. This had improved with a 50 mcg bolus. The pump was interrogated on (B)(6) 2013 and it was noted there was no explanation for the patient¿s brief period of withdrawal. The pump was reprogrammed to run in simple continuous mode at a rate of 210. Then the patient was evaluated on (B)(6) 2013 for itching, increased spasms and irritability that started on (B)(6) 2013. Two 50 mcg boluses via the patient¿s ptm did not help. On (B)(6) 2013 the patient also had a 25 mcg bolus which did not help. An x-ray was unremarkable, and the pump refill and pump logs were all normal (as previously reported). It was speculated by the hcp that the patient¿s symptoms appeared to be due to a possible catheter kink or occlusion; al though the hcp noted this was not able to be determined with certainty. The patient was referred for an evaluation by neurosurgery. The patient was evaluated on (B)(6) 2013 and the patient was reported to be doing great since the catheter revision. The pump was reprogrammed to run in simple continuous mode at a rate of 200. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8781 lot# serial# (B)(4), product type catheter. (B)(4).

Event description:
It was further reported that event was due to a catheter occlusion resulting in a catheter revision. This device system delivered lioresal.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8781, serial# (B)(4), product type catheter; product ID 8781, serial# (B)(4), product type catheter; product ID 8731sc, serial# (B)(4), product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).